Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings: a review of the alarm history revealed consecutive ¿call service (cs) 052/cs054/cs012¿ alarms on 11/13/14. A review of the black box revealed multiple consecutive ¿cs054/cs052¿ alarms. The returned battery cap and test cartridge cap were used to complete the investigation. During evaluation, the ¿ez-prime¿ steps were successfully performed on the pump with no ¿cs012¿ or any errors, alarms or warnings. The pump¿s cover was removed; there were no intermittent conditions found to the pcb or to the cgm module. The product performed within specification and the reported ¿cs012¿ complaint was unable to be duplicated during investigation. Unrelated to the complaint, the text on the display screen was dim and pinkish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).